Event description:
It was reported that intermittent noise was observed on the atrial channel. The noise was not reproducible. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.